Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, battery/(B)(4)/model #: 1650/expiration date: 2018-10-31, (B)(4), no, mfg date: 2017-10-31, patient (B)(4). Heartware ventricular assist system ¿ batter, controller 2.0/(B)(4)/ model #: 1420/ expiration date: 2017-03-31, (B)(4), no, mfg date: 2016-03-31, no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had briefly experienced two pump stops. The site reported that the pump stops were associated with power switching events with one battery being fully charged and one battery had one bar. The site further reported that the patient also experienced a critical battery alarm with the charge on their battery being greater than twenty-five percent. A manufacturer representative has serviced the devices and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that the battery also had a communication error.

Manufacturer narrative:
Product event summary: analysis of the data log file revealed a premature power switching event due to a communication error involving (B)(4). Data log files also revealed multiple instances involving (B)(4) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that one of batteries has been exchanged.

Manufacturer narrative:
Product event summary: one (1) pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. One (1) battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event due to a communication error involving (B)(6). Data log files also revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log file revealed two (2) critical battery alarms due to communication errors. As a result, the reported premature power switching, critical battery alarm, and communication error events were confirmed. Analysis of the event log file did not reveal any loss of power events within the analyzed period. As a result, the reported ¿pump stop¿ event could not be confirmed. A power source lubrication procedure was performed on the associated device(s) in accordance with the requirements under fsca (B)(4) on 06/jul/2018 to mitigate the reported conditions. The most likely root cause of the reported power switching and critical battery alarm events can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that the battery also had a communication error.

Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. One battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed a premature power switching event due to a communication error involving the battery. Analysis of the alarm log file revealed two critical battery alarms due to communication errors. As a result, the reported premature power switching event and critical battery alarm event were confirmed. Analysis of the event log file did not reveal any loss of power events within the analyzed period. As a result, the reported ¿pump stop¿ event could not be confirmed. A power source lubrication procedure was performed on all power sources on (B)(6) 2018 to mitigate the reported conditions. The most likely root cause of the reported power switching and critical battery alarm events can be attributed to communication errors between the controller and batteries. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller 2.0 / (B)(6) / model #: 1420 / catalog #: 1420 / expiration date: 2018-10-31 UDI #: (B)(4) d10: no h3: yes h4: mfg date: 2017-10-31 h5: no h6: device code(s): c63025 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(6) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) d10: yes h3: yes h4: mfg date: 2016-03-31 h5: no h6: device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.